Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field events of sensing anomaly, high capture threshold, and high lead impedance were confirmed in the laboratory and were due to excess medical adhesive found on the ring electrode.

Event description:
It was reported that during implant high lead impedance and high capture threshold were observed. The lead was not implanted and replaced. Patient condition was good after the event.